Event description:
Customer reported norepinephrine bag had less volume than it should have had and the customer suspects possible free flow occurred during CABG surgery. The norepinephrine bag concentration was 8mg/250ml. The infusion was started at 1002 at 0.03mcg/kg/min and the rate was 4.8ml/hour. The infusion was stopped at 1003 due to the blood pressure rising from 150/90 to 230/100. The blood pressure was treated with medications and returned to baseline levels. The pt's condition returned to stable. The nurse noted almost half of the norepinephrine bag was infused when it should not have been. The nurse tested the pump after the procedure with a normal saline bag and noted free flow.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. This report was filed by the MFR. Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.